Event description:
The complaint is reported as: the unit is alarming during setup, prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the slide bracket was severely damaged and the heated wire cable connectors were noted to be slightly corroded. No other issues were found. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Since the heated wire cable connectors were noted to be corroded, a lab inventory adult breathing circuit was connected to them. Again, the unit navigated through p.o.s.t. With no issues. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit is alarming during setup, prior to patient use. No patient involvement reported.